Event description:
A reliant stent graft balloon (B)(6) was intended to be used during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, after surgery, the reliant stent graft balloon could not be inflated normally during post-dilation. It was confirmed that there was no damage noted to the reliant balloon of device packaging prior to use. The balloon was inflated once per the IFU using a 20ml syringe to inflate. There was no stent graft movement during balloon inflation that could have caused the inflation difficulties. A non-mdt replacement balloon was subsequently used to complete the post-dilatation, and the treatment was successfully complete. As per the physician, the cause of the inflation issue was not determined. The patient's blood vessels were relatively tortuous and calcified, but it was not certain whether this caused the inflation difficulty. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.